Event description:
C-port xa distal anastomosis system was placed in a water bath with the handle in proximity to a heater. The device ruptured, causing, "something to shoot across the room." There was no report of injury or damage.

Manufacturer narrative:
User placed device handle in close proximity to a heating element, which likely caused the co2 cylinder within to exceed pressure limits, resulting in the malfunction of the device. Cardica representative unsuccessfully made two in-person attempts to recover the device. Eval results: product subjected to abnormal environmental conditions based upon anecdotal info from the site.